Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that required valve in valve intervention after an implant duration of approximately 14 years, six (6) months due to aortic insufficiency and stenosis. The patient was implanted with a transcatheter valve within the existing valve. The patient was reported as excellent following the procedure. There were no reported complications. Attempts to obtain additional information have been unsuccessful.